Event description:
It was reported that the pump's battery icon does not display as full; battery does not last. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that all of the labels were intact, and no external damage was found. A review of the event history log was unable to be completed as no download history software was setup yet. Functional testing of the device was unable to confirm or replicate the reported event. The device was found to have battery icon display as full with new battery installed. The device passed all tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. Root cause of the reported event could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.